Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of service (eos) and charge circuit inactive occurred. In addition, alerts were triggered for charge circuit timeout and for charge time greater than 30 seconds. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.